Manufacturer narrative:
The device history record for lot cm0165001 was reviewed and the product was produced according to product specifications. The actual complaint product was not returned for evaluation. A photo was provided by the customer; however, the disposition is unable to evaluate. No root cause could be identified. All information reasonably known as of 11 aug 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
Corrected data: d9 all information reasonably known as of 13 jul 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
A review of the device history record is in-progress. The sample is reported to be available, but has not yet been received by the manufacturer. All information reasonably known as of 23 jun 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported that the microcuff's connector was removed and y-adapters from another device were attached instead; however, they detached. They were temporarily tied with cable tie. No patient injury was reported. Additional information received 09-jun-2021 confirmed the microcuff's connector was not used. Additional information received 11-jun-2021 indicated the product was in place for approximately 2 weeks before the reported event occurred. The event was noticed because of an alarm. Further additional information has been requested but not yet received.